Manufacturer narrative:
(B)(4). S/w 6.5v. Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: no delivery/occlusion alarm during therapy. Patient changed more then 4 infusion sets but the problem persist. P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that from 07/20 through 09/12/2021over 100 no delivery alarm were recorded. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. No physical damage noted during visual inspection. In conclusion customer concerns were confirm utilizing download history to confirm multiple no delivery alarms.

Event description:
Information received by medtronic indicated that the insulin pump alarmed no delivery. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.